Manufacturer narrative:
The initial complaint was reviewed and found to be a duplicate of (B)(4). Information is being captured and reported on medwatch MFR number 1000562954-2016-10112. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found to be a duplicate of (B)(4). Information is being captured and reported on medwatch MFR number 1000562954-2016-10112.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Date of event: unknown. (B)(4). The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that a t-pal cage loosened post-operatively and slipped out of the spinal disc space. A viper ii and the t-pal cage were implanted in tan lumbar region (B)(6). The issue was detected on (B)(6) 2016. The initial implantation was performed on (B)(6) 2016 and the revision surgery was on (B)(6) 2016. This report is 1 of 1 for (B)(4).